Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the pyxis cables were damaged and needed repair. A field service engineer (fse) powered off the device, removed the latch column, replaced the tower latches, logged into the hardware test application and tested new door latches. The fse replaced the cabinet controller board. Then, the fse replaced the cable, checked all cable connections at the back of the station, and confirmed with the customer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the station cables were damaged. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.